Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia. The pump was explanted and an impella 5.5 was implanted to support the patient. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.